Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. The target lesion was located in the mildly/moderately tortuous and moderately calcified proximal left anterior descending artery (prox lad) with about 80% stenosis and was 20mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilation and placement of a 2.50x28mm synergy ii drug eluting stent, with no apparent residual stenosis. The patient started complaining of chest pain almost immediately after the procedure in the recovery room. The patient was put back in the cath lab about an hour later after unchanging st elevations on electrocardiogram. Upon first injection, lad was found to be completely occluded from the proximal stent down. A wire was put down and then the thrombosed area was ballooned. No further patient complications were reported.